Manufacturer narrative:
The 510 (k) # is k082513. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (04/14/2011)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging inaccurate high readings on their one touch vita meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the patient mentioned that she noticed a difference between her meter readings and the labs. She obtained a 153 mg/dl on the lab and a 104 mg/dl on the meter. The patient mentioned that on an unspecified day on (B)(6) 2010, she had developed symptoms of hunger, sweaty and dizziness 30 minutes after testing. Prior to the symptoms the patient had obtained the following readings: 136 mg/dl, 127mg/dl, 125mg/dl, 142mg/dl. The patient self-treated herself with sugar and her symptoms lasted anywhere from 20 minutes to an hour. The patient denied seeking any further medical attention or contacting her physician for assistance. The technique of applying blood on the test strip was correct. The test strip vial was not cracked or broken. The test strips were in good condition and not expired. Customer care advocate (cca) had the patient run a quality control test and the test strips passed using the control solution. The product was replaced and requested back. The complaint is being reported since the patient alleged that due to the high readings, she had later developed symptoms suggestive of a serious injury and had to self-treat with sugar.